Manufacturer narrative:
B4:18aug2021. The power supply was returned for failure investigation. Visual inspection of the v60 power supply revealed no evidence of damage or contamination. It was determined that the shorted cr8 and q9 created the 0 volt output.

Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay in the patient therapy.

Event description:
The manufacture field service engineer (fse) reported that a ventilator's power supply was defective. The customer reported that the issue was causing the device to run continuously on the internal battery during testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay in the patient therapy. The device was evaluated by the customer and the manufacture field service engineer (fse), who confirmed a problem with the power supply. The fse replaced the defective power supply. The unit was functionally tested and successfully passed testing. No other anomaly was reported.